Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13400, related manufacturer reference number: 3006705815-2019-04701. It was reported the patient's system was explanted for unknown reason(s).

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
The system was explanted on (B)(6) 2019. It was reported that patient had ineffective therapy. It was also reported that the patient stopped charging over a year ago. No reported complications. As the patient is no longer implanted with abbott devices, abbott representatives no longer have access to the patient. For this reason, additional information regarding system explant is unavailable.